Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure for this right atrial (ra) lead, difficulty was encountered in the area of the supra vena cava (svc) when inserting the lead. The patient's blood pressure decreased, but no pleural effusion was observed on echocardiography at the time. The lead was positioned, but no lead placement resulted in successful atrial pacing. As a result, the atrial lead was removed and the device was implanted with the right ventricular (rv) lead and programmed to vvi - 80. Good pacing threshold and impedance measurements were obtained and the pocket was closed. However, at this time, the patient's blood pressure decreased again to around 60 and the patient's condition worsened. The patient was intubated and general anesthesia was administered. A pleural effusion was now confirmed by echocardiography. It was decided the patient would be transported by ambulance to another facility capable of performing cardiac surgery. After transportation, the patient was confirmed deceased at the emergency room in the new hospital.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure for this right atrial (ra) lead, difficulty was encountered in the area of the supra vena cava (svc) when inserting the lead. The patient's blood pressure decreased, but no pleural effusion was observed on echocardiography at the time. The lead was positioned, but no lead placement resulted in successful atrial pacing. As a result, the atrial lead was removed and the device was implanted with the right ventricular (rv) lead and programmed to vvi - 80. Good pacing threshold and impedance measurements were obtained and the pocket was closed. However, at this time, the patient's blood pressure decreased again to around 60 and the patient's condition worsened. The patient was intubated and general anesthesia was administered. A pleural effusion was now confirmed by echocardiography. It was decided the patient would be transported by ambulance to another facility capable of performing cardiac surgery. After transportation, the patient was confirmed deceased at the emergency room in the new hospital.